Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon device interrogation, the right atrial lead exhibited high impedance. The asymptomatic patient was brought into clinic on (B)(6) 2019 and noted to have received a patient notification. No intervention was performed. The patient would continue to be monitored.